Event description:
Customer reported that the insulin pump had a black dot on the screen and that she was not feeling well. Customer treated with 20 units of insulin via manual injection and vomited. Paramedics were called and customer was hospitalized. The blood glucose reading was 400 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.